Manufacturer narrative:
The insulin pump was received with high currents due to faulty lcd driver. No blank display anomaly noted. It also had a minor scratched display window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's parent reported via phone call that the insulin pump had an off no power alarm the night before. The blood glucose at the time of the incident was 320 mg/dl. It was stated that the batteries were lasting less than a week. It was also reported that the morning of the call, the display went blank. Blood glucose value was 80 mg/dl. Troubleshooting was not completed since the device was not available. It was advised to revert to a back-up plan until receiving the battery cap replacement. The customer's mother called back on (B)(6) 2014 to report the display did not return after receiving the battery cap. Blood glucose value was 349 mg/dl. The device was returned for analysis.